Event description:
It was reported to the manufacturer by the end user, per the end user, the facility believes that the patient fell off the mattress. There were no witnesses in the room when the patient fell. The patient was sent to the local hospital for evaluation and it was determined that the patient sustained a fractured femur. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.